Manufacturer narrative:
On (B)(6)2020, mentor became aware that the patient also experienced bilateral grade iii ptosis, post-operatively. Left breast ptosis will be reported under mrn: 1645337-2020-02189. On (B)(6)2020, the product investigation was completed. A manufacturing record evaluation (mre) was performed for the complaint device. As a result, the manufacturing date field has been updated. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Device investigation summary: during visual evaluation of the device, it was identified a tear measuring approximately 2.0 cm on the anterior view. Microscopic examination was performed using scanning electron microscope (sem) and the cause of the rupture could not be identified. Causes of rupture of gel-filled implants include but are not limited to the following events: intraoperative or postoperative trauma, excessive stresses or manipulations as may occur during normal, daily routines including customary and purposeful trauma to the breast. The manufacturing records were reviewed, and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Manufacturer¿s reference number: (B)(4). This medwatch form is for the right breast prosthesis.

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: rupture. Concomitant medical products: (left) 500cc mentor memorygel breast implant catalog: 3544500 lot: 7348035 sn: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast reconstruction with two 500cc mentor memorygel breast implants, suffered right breast implant rupture, post-operatively. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7627674 sn: (B)(4) and (left) 700cc mentor memorygel breast implant catalog: 3507004bc lot: 7696134 sn: (B)(4).